Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced low blood glucose level. Blood glucose level of the customer was 45 mg/dl. Current blood glucose level of the customer was 189 mg/dl. The customer was treated with the honey and juice. The customer declined troubleshooting for the low blood glucose level. The insulin pump will not be returned for the analysis.